Event description:
A surgeon reported that an intraocular lens had bubbles or cracks on the edge. These observations were noted during a postop visit. The lens remains implanted. There was no impact to pt's visual acuity.